Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error through system logs but was unable to reproduce the issue. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. When the usm was tested on an in-house system, no errors code were triggered during normal mode. Through remote fe, logged errors of 23087 were verified to occur several times accompanied with error codes 23118 and 23008. During the inspection of the spar assembly flex fiber cable (ffc's) were fully connected. No signs of fluid intrusion. However, during the removal the cannula to check the chip encoder yirtual absolute (cva) pca, cva disk, and ffc it was discovered have a damaged ffc to cva pca due to constant rubbing of ffc on the edge of the cva pca. The usm went through more testing on the patient side cart (psc) fixture test platform (pftp) and passed, but failed sine cycle producing the error 23087 for (0x3) accompanied with errors 23118 and 23008. As a fix, the insertion cva pca ffc , cva pca and cva disk will be replaced to address the reported problem. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed several errors 23087 on axis 3 of the usm 3 related to the reported complaint. System log review confirmed that usm 3 was not used after encountering an error to complete the procedure. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm 3 had repeated recoverable errors 23087 during procedure and the fse replaced the usm to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had issues on the universal surgical manipulator (usm) 3. An isi technical support engineer (tse) reviewed system logs and verified several errors 23087 errors on axis 3 of the usm 3. The tse asked the customer to power cycle the patient side cart, but the customer could not. The surgeon moved over to usm 4 to continue. The procedure was completed with no reported injury.